Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable results for one patient sample using the elecsys tsh assay (tsh) on the cobas e 411 immunoassay analyzer. The initial tsh result was <0.005 uiu/ml with a data flag. This result was not released outside of the laboratory. The repeat result was 1.66 uiu/ml. There was no allegation of an adverse event with the patient. The tsh lot number is 185522 with an expiration date of 06/30/2017. Alarm trace and precision check information was acceptable. Therefore, an instrument issue could be excluded. Calibration and qc information was acceptable before the event on (B)(6) 2017, and after the event on (B)(6) 2017. Qc was not measured immediately before the sample was analyzed on the date of the event. Therefore, a general reagent issue could most likely be excluded. The most likely root cause for the event was the temporary presence of bubbles or foam on the surface of the sample, which caused a non-reproducible false low result. Additional possible root causes for this event may be sample quality (sample tube not placed straight in the rack adapter; too little sample volume; incorrect sample preparation resulting in clotting of or fibrin in the sample); insufficient maintenance (mixer not within specifications; old pinch tubes); and/or bubbles or foam on the surface of the reagent or system reagent. All possible root causes were communicated to the customer.